Event description:
During the buffy coat collection I discovered blood leak from the cassette. Procedure was immediately stopped. No alarm occurred during procedure. Apn and charge nurse were notified. Patient denied any discomfort. Vital sign was stable.